Event description:
It was reported that while inspecting the device, the threads on the insertion side were stripped. There was no patient in the room or involvement. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified nicks, gouges, and scratches on the device. Threaded tip is confirmed fractured at the leading thread and stripped. No other damage was noted. This device was previously analyzed. The design of the cup positioner adaptor cap does not allow the leading thread to be chamfered because it is needed for better engagement with smaller diameter cups. As a result, the unchamfered leading thread is and has an increased tendency to strip, deform or fracture. Evidence of side impaction implies that the surgeons are placing off-axis load on the impaction handle which is designed to be struck on the impaction surface not the side of the handle. When struck on the side of the handle it creates unintended loading conditions and increased stress on the threads. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined this complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.